Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that while the patient was sleeping, her dexcom stopped working and was not assisting/communicating to her omnipod5 thus there was no insulin to correct it. The patient did not know the cgm value prior to the sensor failure because she was asleep at that time. She also mentioned that she did not check the cgm value prior to going to bed. The patient's husband noticed that she was having a seizure so the husband did finger stick (fs) and it was around 40 or 42 mgdl. (It was not recalled what the dexcom cgm read during this time). The patient did not recall how long the seizure was for during this time. Her husband then called an ambulance. And while waiting, the husband gave her one spray of glucagon nasal spray. When the ambulance arrived 5 minutes later, the patient was given an IV and asked the patient's husband to get one glass of orange juice and one peanut butter sandwich for the patient. The patient felt okay at this time. She was then taken to the emergency room (ER) by the ambulance. When she arrived in the ER, she said that she was already feeling fine. No treatment or medication was given to the patient. They did do bloodwork at the ER and checked the patient's blood sugar. They did 2 finger sticks and the first bg value was 102 and second bg value was 100. The patient said that she felt ok and stabilized. She was released 3 hours later from the ER. At the time of the report, the patient is doing okay now. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.